Event description:
The initial reporter alleged a discrepant hepatitis b virus (hbv) result for an edta plasma sample tested with the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 instrument. The sample in question generated an hbv reactive result with a cycle threshold (CT) value of 38.64 and a weak, non-sigmoidal polymerase chain reaction (pcr) growth curve. Confirmatory testing for the sample, including hbe antigen (hbe ag), anti-hbc antibodies (ahbc), anti-hbe antibodies (ahbe), and anti-hbc igm antibodies (ahbc-igm), was negative. The internal control (ic) for the sample showed a robust pcr growth curve, and the corresponding positive and negative controls demonstrated strong amplification curves for ic and the targets (hiv, hcv, and hbv), indicating that the pcr and sample preparation processes functioned as intended.

Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that there was no indication of a product issue with the cobas mpx assay, the cobas 6800 hardware/software, or the associated reagents. The provided data revealed that the sample in question (sample ID (B)(6) generated an hbv reactive result with a cycle threshold (CT) value of 38.64 and a weak, non-sigmoidal pcr growth curve. The internal control (ic) for the sample showed a robust pcr growth curve, and the corresponding positive and negative controls demonstrated strong amplification curves for ic and the targets (hiv, hcv, and hbv), confirming that the pcr and sample preparation processes functioned as intended. Based on the available information, the observed discrepant result could potentially be attributed to an occult hepatitis b infection (obi), which is typically associated with very low viral loads, or to an environmental hbv contamination of the sample. A trend analysis for lot: j00657 of the cobas mpx assay did not identify any related issues. No harm was alleged or caused as a result of the reported event.